Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf), as there were several unsuccessful therapies delivered from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the right ventricular (rv) lead and right atrial (ra) lead had blood accumulation within the insulation with suspected insulation failures. The ra lead also showed a decrease in sensing. Cardiopulmonary resuscitation (CPR) and external defibrillations were required and the rv lead and ra lead were explanted and replaced; the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Analyst noted that visual inspection found there was extrinsically cuts from the overlay tubing through the outer insulation and that allow blood ingress into bi-lumen tubing. Destructive analysis was performed but there was no inner insulation breached was observed. According to the time of implant and the amount of blood ingress into lead, these lead us to conclude that the cuts apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.